Event description:
It was reported that during a procedure of the right internal common carotid artery, the 5.5 rx accunet filter and a 6.8 mm x 30 mm rx acculink stent were used in the procedure without incident and achieved a good result, however, it was noted on angiography post procedure that the proximal area of the lesion was not fully covered by the stent in the common carotid. It was decided to attempt additional stenting of the area. A new 5.5 mm rx accunet filter was advanced and felt to be deployed without additional predilatation. A second rx acculink stent was advanced but could not advance/cross the previously deployed stent. An unspecified 4.0 balloon catheter was attempted but also could not advance/cross the stent to predilatate. Angiography revealed the guide wire and the accunet filter had been advanced through the struts and behind the previously deployed stent. The rx accunet retrieval 1 and retrieval 2 catheters were attempted but could not be successfully advanced to capture the accunet filter. A 1.2 mm x 12 mm trek was advanced and inflated and deflated for deployment of a non-abbott balloon catheter, however, it could not cross the stent and stopped at the stent struts. A non-abbott guide wire was advanced through the same 'gap' in the stent strut as the accunet filter and crossed the stent strut. The rx accunet retrieval catheter was advanced and reached the accunet but could not capture the filter and was removed. A viatrac balloon catheter was advanced but could not cross the stent. The accunet retrieval catheter was attempted again but the filter could not be retrieved. A 4 fr straight non-abbott guide catheter was advanced and passed the stent.

Manufacturer narrative:
(B)(4). The attempt to retrieve the filter was two-thirds way successful but could not be advanced further; the filter was pulled and the deployed stent accordianed and bunched up. The rx accunet filter came off the guide wire inside the stent. A non-abbott guide wire was being used and was positioned through all the devices. A 4.0 mm x 30 mm non-abbot balloon catheter was advanced and inflated. A 6.0 mm x 40 mm and a 8.0 mm x 30 mm non-abbott self expanding stent systems were deployed to crush the deployed stent filter and guide wire against the vessel wall. It was noted that vessel spasm occurred and the patient was given two bolus of nitroglycerin and resolved. Angiography confirmed timi 3 flow with a good result. The patient was admitted overnight for a proposed computed tomography (CT) scan the next day. The patient was reported as stable post-procedure. Concomitant medical products: guide wire: boston scientific choice pt 300 xchange; guide cath: 4 fr straight glide catheter; other: heparin. It was not possible to perform a thorough analysis on the device because it was not returned for investigation, however, the reported difficulty appear to be due to case circumstances. Additionally, there is no indication to suggest a product deficiency contributed to the reported event. A review of the device lot history records (lhr) did not reveal any nonconforming material records (ncmr) for this lot and there have been no other incidents reported for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. During manufacture visual inspection is performed on all embolic protection devices. In addition, a sampling of units is visually, dimensionally and functionally inspected. The acculink is being filed under a separate MFR number.